Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. The customer was explained the alarm and possible causes. Customer was reminded not to use rechargeable batteries in the pump. Customer does not have any more batteries with her. Customer was advised to revert to backup plan until new batteries can be obtained. The customer declined to troubleshoot for low battery alarm. The customer was unable to continue troubleshooting call was dropped.